Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The bag/vent switch was replaced. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit alarmed for a ventilator failure. The clinician reportedly manipulated the bag/vent switch and resolved the alarm condition. There was no reported patient injury.